Event description:
It was reported that there was an issue with regard to impedance:. Caller reports reading >4000 ohms on some of the bipolar pairs, >4000 ohms on all or some unipolar pairs. It was noted they are placing a interstim and the lead felt a lot of resistance when being placed. Impedances were >4000 on c0 01 02 03 combinations. The impedance occurred intra-operative. Regarding was stimulation felt, it was noted that the patient was under general anesthesia. It was noted, that they could see the blue tip. The implantable neurostimulator (ins) and the lead were no longer attached and they opened another ins. The lead didn't appear damaged or out of round. It was noted: the lead would not insert into battery. They tried backing out set screw and twisting into the header. It was forced into place and impedance occurred twice on same electrodes. Ins 3058 serial # (B)(4) was never implanted and was replaced with ins 3058 serial # (B)(4). Regarding a product issue, the issue was resolved. The cause of the issue was not determined. Regarding lead 3093-28 lot # v619241 high impedance was noted - all over 4000 on each configuration. The lead was explanted (complete) and replaced with lead lot # va0td0v. Regarding a product issue, the issue was resolved. The cause of the issue was not determined. There were no noticeable lead fractures. There were no patient symptoms or complications associated with this event. The patient status at the time of the reporting was alive - no injury. On 2015-(B)(6), it was noted that the patient was fine now and her therapy was working well.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v619241, implanted: 2011-(B)(6), explanted: 2015-(B)(6), product type: lead. Product ID: 3080, lot# l85661, implanted: 2000-(B)(6), product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3058, serial# (B)(4), implanted: 2015-(B)(6), product type: implantable neurostimulator. Product ID: 3889-28, lot# va0td0v, implanted: 2015-(B)(6), product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3058, serial# (B)(4), implanted: 2012-(B)(6), product type: implantable neurostimulator. (B)(4). Final analysis of neurostimulator model 3058 (lot # njy281410h ) showed ins setscrew backed out too far. A known good lead was inserted and withdrawn 3 times into the connector port. (B)(4). Final analysis of lead model 3093-28 showed lead body conductor broken at or near tines. All conductors were broken 5.2 cm from the distal end. (B)(4).

Manufacturer narrative:
(B)(4).